Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned device found it was partially deployed. The plunger with the anterior needle tip, cuffs, link and posterior needle tip were not returned for analysis. The knot had been formed, indicating that both cuffs were captured and the loop was in the suture bearing. Based on this finding the reported cuff miss experience could not be confirmed. The rail end of the suture had been cut distal of the cuffs, both ends of the suture (rail and non rail) were still in the guide (suture guides) and the loop of the suture was in the suture bearing area. This finding indicates that after there was no tissue captured during deployment, and after the suture was harvested and cut, the suture was pulled out of the anatomy during device removal. Based on the analysis of the returned device, the most probable cause for the reported cuff miss is related to operational context during use of the device. No manufacturing or quality inspection deficiency was detected. All products are subject to an inspection by manufacturing. In addition, a quality control audit inspection is performed to verify product quality. A review of the finished device lot history records did not reveal any nonconforming material records associated with this lot.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Estimated date. The facility reporter indicated the index procedure occurred sometime this month from the date it was reported to the manufacturer representative. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The first proglide being reported under a separate medwatch report number.

Event description:
It was reported that a physician, trained in the use of the proglide device, attempted arteriotomy closure of a common femoral artery after an unspecified procedure. Reportedly, a cuff miss occurred and another proglide was used with the same results. It was indicated that either another proglide or a perclose at was used to achieve hemostasis. The patient did not experience any adverse effect. Though requested, no additional information was provided.